Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a high threshold measurement. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead exhibited no capture.